Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was one day post implant and the pacing thresholds were observed to be greater than 2,000 ohm along with an increased in pacing thresholds on both the atrial and ventricular leads. Pocket manipulation was performed; however, no noise was proceduced. Boston scientific technical services (ts) discussed troubleshooting, it was reported that the patient would likely undergo a revision procedure to re-evaluate the lead to device connections. At this time, no adverse patient effects have been reported.

Event description:
Additional information indicates that the out of range impedances were inclusive to the right ventricular lead only. The plan is to re-evaluate and perform a diagnostic check with the patient in two weeks.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.